Event description:
It was reported that the patient had a loss of therapeutic effect and the stimulation was intermittent. It was stated that the device was turning itself off and that it occurred almost every other day. The issue was noticed within the month prior to the report and when the health care provider (hcp) checked the device it showed that the "right" device was turning off, but the programmer did not indicate the "left" device turning off. It was noticeable when the device was off because the patient became "frozen." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2000, product type programmer; patient product ID (B)(4), lot # j0519661v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0451702v, implanted: (B)(6) 2005, product type lead.

Event description:
Follow up from the health care provider reported nothing was reported to the office until (B)(4) 2012. The patient had last been seen on (B)(6) 2012 and impedance check was normal. It was unknown if surgical intervention had taken place. It was unknown if the patient required hospitalization due to the event. It was noted the patient had been seeking help from another surgeon. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received corrected that the patient did not had loss of therapeutic effect.

Manufacturer narrative:
(B)(4).